Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm the needle was unable to attach to pen. The following information was provided by the initial reporter: my wife, ________, has been diabetic for over 50 years. She has gone through a lot of needles, many of them yours. Her last box of bd nano pro ultra-fine pen needles have been the worst she has had, being difficult or impossible to screw on to the pen.

Event description:
It was reported that during use with an unspecified amount of bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm the needle was unable to attach to pen. The following information was provided by the initial reporter: my wife, has been diabetic for over 50 years. She has gone through a lot of needles, many of them yours. Her last box of bd nano pro ultra-fine pen needles have been the worst she has had, being difficult or impossible to screw on to the pen.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed, and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.